Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Other relevant device(s) are: product ID: enveor-n-us, serial/lot: (B)(4), use by date: 2017-10-12, (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a surgical aortic valve, the valve dislodged twice. An attempt was made to recapture the valve; however the deployment knob was turned in the opposite direction and the valve was deployed above the annulus. A post implant balloon aortic valvuloplasty (bav) that was performed to confirm patency of the coronary arteries with the leaflets open, dislodged the valve into the ascending aorta. Hypotension and st segment depression were noted. A second transcatheter bioprosthetic valve was successfully implanted. The electrocardiogram (ECG) changes, hypotension resolved and normal coronary artery perfusion was confirmed. No other adverse patient effects were reported.